Manufacturer narrative:
Following products were implanted including: catalog# lot # qty 510# UDI# 7540020, unk, 4 , k052187 , (B)(4). 75445540, unk, 2, k042025, (B)(4). 75446545, unk , 2, k042025, (B)(4). 8690035 , unk, 2 , k011508 , (B)(4). Although it is unknown if any of these products contributed to the reported event we are filing this MDR for notification purposes only. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the root cause of event.

Event description:
It was reported that , patient underwent a lumbar fusion surgery to treat a spondylolisthesis at l5-s1. Surgery was performed minimally invasive with spinal instrumentation. Surgery was successful and pain level after surgery was around 2/10.it was reported that on (B)(6) 2017, post-op, patient complained pain. Pain started one hour after walking, when patient started wiping the floor. Pain was 6/10, and went to 9/10 when bending over. The patient consulted a family doctor and palpation of the l5-s1 area was correlated with the pain. Also, four synthes screws and four synthes atb plate were also implanted. At this date, no further treatment performed on the patient. It is unknown whether any malfunction occurred with any of the product.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.